Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: during investigation, the display lens was scratched. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment crack from the threads to the case seal left of the grip pad. The pump was opened to find no further moisture damage. Additionally, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.